Event description:
Complaint alleged that during a routine shift check by a clinician, the device displayed "defib fault 72" when charging. Complainant indicated that there was no pt involvement in the reported malfunction.